Event description:
The customer was hospitalized for high bgs. Bgs were high two days prior to the admission. Instructed the customer to change the set if high bgs continue. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Instructed the customer to change the site and use manual injections per md protocol. The customer also stated that the select button does not always respond. A replacement pump was sent.